Event description:
It was reported that a female patient underwent a breast surgery with a 550cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was confirmed with an MRI. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 03, 2022 mentor received additional information regarding the patient's information and complaint event. In describing the event, it was reported that the customer had fallen. The health effect - clinical code in section h6 has been coded for this additional information. The date of event was reported to be march 04, 2022. The patient was 47 years old at the time of event. The patient's ethnicity was reported to be not hispanic/latino. The patient's race was reported to be caucasian. All relevant fields have been updated on this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 20, 2022, the mentor failure analysis lab has received the device for evaluation. On may 24, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 550cc breast implant was found to be ruptured, received in two parts, and incomplete (the patch was not received). The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).